Event description:
At approximately 3:15 a.m., 9/3/98, resident's roommate engaged emergency call light. Staff (1) immediately responded to the resident room. When staff (1) arrived roommate pointed to her roommate who was on the floor. As staff (1) approached, staff saw resident neck was caught on belt buckle. Due to pressure on buckle staff called for help - she could not unclip buckle. Staff arrived promptly and clip was unfastened, resident placed on floor, cardiopulmonary resuscitation initiated. Resident was in wheelchair with a self-release nylon belt. Resident slipped out of chair.